Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure which is defined as expected or random component failure without any design or manufacturing issue. The component failure of detached distal end was due to a degradation problem identified which is defined as problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Additionally, the component failure of intermittent and flickering image was due to an electrical/electronic component problem identified which is defined as the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a detached distal end and an intermittent and flickering image. There was no patient involvement.